Event description:
Country of complaint:(B)(6). Thread is breaking in the hands when tension is applied.

Manufacturer narrative:
This product number is not sold in the united states; however, other monoplus products are. Manufacturing site evaluation: cassettes received 1. There are no previous complaints of this code batch. There are no units in OEM stock. Thread in the cassette received breaks easily due to cassette is already opened and thread is degraded. Thread degrades by hydrolysis because of the air humidity, therefore it must be used within 4 months once opened. Date of cassette's opening must be written as it is indicated on instructions for use. Opening's date is not written in the cassette received, so we cannot carry out any analysis in order to take a decision. In the cassette label is the indication: once the cassette is open, the date of cassette's opening should be written on the label. Once opened, the content of the cassette should be used within 4 months and prior to expiration date. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.